Manufacturer narrative:
Additional information was received on (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. Patient experienced bilateral capsular contracture baker grade unknown and left sided rupture post procedure. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and rupture the investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019 device evaluation summary: according to the information received, it was reported a rupture and capsular contracture on a breast implant. The device was visually inspected and it was found with no apparent damage. Leak testing was performed in accordance with mentor procedures and a tear was observed in the posterior view within an area of shell abrasion measuring approximately 0.1 cm. No anomalies were observed. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices and probably cause be the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: concomitant products: 275cc mentor smooth round moderate profile catalog: 3501640, lot: 230327, serial number: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with a 275cc mentor smooth round moderate profile saline breast implant experienced left sided rupture post procedure. As a result, patient underwent bilateral removal and replacement with 275cc mentor smooth round moderate profile saline breast implants on (B)(6) 2019.